Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. Qualification records were reviewed, and the product met all acceptance criteria. Omnipod insulin management system user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Customer reported high blood glucose of 306 mg/dl (17mmol/l) after wearing pod about 36 hours.